Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after opening the viscous fluid control tubing, she found that the 25 gauge silicone oil injection needle was bent and could not be used. The surgery was completed after replacing the viscous fluid control tubing with a new one. The procedure type was vitrectomy and retinal reattachment surgery on the left eye. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the acceptance criteria of the product. The returned sample was visually inspected. The cannula tip was bent on the cannula. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the supplier¿s assembly process of the cannula. Based on the location of the fracture and rough edges on the cannula, it is possible the tip was damaged as a result of a supplier manufacturing related error. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).